Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some segments are not illuminating correctly due to contamination possibly due to fluid ingress. The ui board was verified to be defective.

Event description:
It was reported that the display has "dead sectors". No known impact or consequence to patient.